Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective pump and processor board. Both parts were replaced and the issue resolved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced parts were returned to livanova for further investigation. A visual inspection of the processor board highlighted no issues, while the pump showed signs of deposit and a port broken off the base. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during setup. There was no patient involvement.